Event description:
It was reported the patient¿s implantable neurostimulator (ins) had premature battery depletion and an overdischarge was suspected. It was unknown what number overdischarge this was. The patient was using high voltage settings in the 8-10 volts range. This ¿forced the patient to charge every other day.¿ it was unknown if a physician mode recharge (pmr) was performed. Impedances were tested (results not provided) and the ins was reprogrammed. A replacement was required as a result of the event. The device was explanted on (B)(6) 2014. No patient symptoms or complications were reported. The patient¿s status was noted to be alive with no injury. No outcome or was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 272450001, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.